Event description:
It was reported that the insulation of the right atrial (ra) lead was damaged. When the impedance of the ra lead was tested before replacing the pacemaker, it was 400 ohms, but after connecting to the new pacemaker the ra lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. Fluoroscopy showed damage to the insulation in the subclavian. Since the sensing on the ra lead was unaffected and there were no issues with unipolar threshold, it was decided to continue using the ra lead. Ra pacing was set to unipolar. No adverse patient effects were reported.